Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary failure of thermal damage to the bipolar yaw pulley, between the grips, to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity and energy delivery tests. Thermal damage between grips- instrument bipolar yaw pulley is most commonly caused by insulation degradation and carbonized tissue creating a conductive path.

Event description:
It was reported during a da vinci-assisted procedure the fenestrated bipolar forceps (fbf) instrument was sparking at the tip. The customer swapped to spare instrument and completed the procedure with no report of patient injury. Intuitive surgical inc. (Isi) completed the follow up and obtained the following information: the instrument cannula was inspected prior to use and there was no damage noted. The surgeon encountered the issue during dissecting and bipolar energy was used. The customer also indicated that the erbe setting was (B)(6) 2003 and instrument arced from the start. There was no instrument collision during use and the instrument did not come into contact with tissue or objects when energized. Also, the instrument was not removed at any time nor was it immersed in liquid or contaminated by carbonized tissue prior to activation.